Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received under delivery alarm. Based on customer report customer alleging possible pump under delivery. The customer's blood glucose was 395 mg/dl at the time of incident. Patient's other blood glucose value was 398 mg/dl. Customer declined to check for the presence of leaks or air bubbles in the tubing. The device was expected to be returned for analysis.

Manufacturer narrative:
Insulin pump received with stuck motor error alarm loop during bolus delivery due to faulty force sensor resistor (gold). The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test.